Event description:
This is a report from baxter (B)(4) of a colleague infusion pump that experienced a failure code 810:11. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history. The root cause of the reported problem could not be identified. An air in line test was performed and the tubing channel was cleaned and dried. Should additional information become available, a follow up medwatch will be submitted. (B)(4).